Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer checked the main pcb with kit pcb they found that the ventilator is working satisfactorily. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that their vela ventilator was alarming low pip, low ve, circuit disconnected, vent inop and motor fault. There is no patient involvement.